Event description:
It was reported that transmission of data revealed implantable cardioverter defibrillator (ICD) t-wave oversensing. Right ventricular (rv) sensing and data collection were changed from rv tip to rv coil. Device interrogation was completed and the device was re-programmed. The ICD remains in use, and patient will be monitored. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.